Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. During the power on self-test, the device alarmed battery low, the battery voltage was found low and the fuses were found to be damaged. The cause of the condition was determined to be damaged fuses; the battery did not retain the charge. The fuses were replaced to correct the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump battery would not charge. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.